Event description:
It was reported that during the pre-use check, an air leak alarm went off (leakage of air from the product was detected). No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
One device was returned for investigation. As a result of visually observing the sample, no abnormality such as breakage or deformation was confirmed. Next, we conducted a leak test on the breathing circuit and air leakage was confirmed. Leakage from component connections was suspected because there were no noticeable anomalies. It was suspected that the root cause may be due to manufacturing. Action taken was sending the sample component manufacturing site for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.